Event description:
A report was received that the patient was very skinny and the anchors were causing pain and irritation to the spine. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the pain and discomfort was caused by the leads that were coiled in the ipg site. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively. No device malfunction was suspected. Additional suspect medical device component involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was very skinny and the anchors were causing pain and irritation to the spine. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.